Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. It was reported that the pod was not delivering insulin. Additionally, the skin at the infusion site appeared irritated. The device was returned and evaluated. The investigation did not confirm the reported failure to deliver insulin as the pod was returned in the not deployed state. The investigation did find that the needle did not deploy, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device was received not deployed with the adhesive liner and needle cap still attached. Download data generated an 0x5c, open count too low at end of prime, alarm. Timeouts and a drive stall were observed in the data. The priming sequence did not deliver enough pulses to deploy the needle mechanism. The device was reset, and successfully delivered a 5u bolus. The device deployed as intended during the rerun. The smc measured within specification. Scoring was observed on the reservoir cap, indicating that the clutch spring made contact during the initial priming sequence, resulting in the generated 0x5c, timeouts and drive stall. Inspection of the device found no damages or defects that would have contributed to the reported skin irritation. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.